Event description:
The customer reported having an urgent care visit due to high blood glucose of 327mg/dl. The customer experienced fruity breath, abdominal pain, nausea, fatigue, and excessive thirst. The customer mentioned that the insulin pump was not delivering insulin properly. Troubleshooting was performed. The time and date were incorrect. Assisted the customer to correct them. After receiving the tubing clamp the customer called back to perform the high pressure test and passed. Instructed the customer to remove the cannula and it was not bent or occluded. Advised the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Mfg. Report 1 of 3, medwatch report # 3004209178-2012-90787, mfg. Report 2 of 3, medwatch report # 3004209178-2012-90795, mfg. Report 3 of 3, medwatch report # 3004209178-2012-90802.